Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005822- shell porous with cluster holes 58 mm o.d.- 61269957. 00771301100- modular femoral stem press-fit plasma sprayed cementless size 11- 61068334. 00784801301- modular neck p1 12/14 neck taper use with +0 heads only- 60982441. 00630505840- liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell- 61300322. 00625006525- bone screw self-tapping 6.5 mm dia. 25 mm length- 61288012. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02879, 0001822565 - 2021 - 02880, and 0001822565 - 2021 - 02882. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision surgery approximately 12 years post implantation due to elevated metal ions. During the surgery, corrosion, tissue damage with muscle rupture, osteolysis and metallosis were discovered. The stem, head, and liner were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.